Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The 70% stenosed target lesion with severe angulation was located in the moderately tortuous and severely calcified proximal right coronary artery. Direct stenting was performed with a 3.00 x 20 synergy drug-eluting stent for treatment. However, during introduction, the stent could not be delivered and resistance was encountered. After removal, it was found that stent had been deformed. Subsequently, the vessel was pre-dilated with a 2.50 x20 emerge balloon and a 2.50 x 20 synergy drug-eluting stent was delivered with a guidezilla guide extension catheter. The procedure was successfully completed with good clinical outcome. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal to mid-section were lifted and bunched. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was tracked over a test guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease. The 70% stenosed target lesion with severe angulation was located in the moderately tortuous and severely calcified proximal right coronary artery. Direct stenting was performed with a 3.00 x 20 synergy drug-eluting stent for treatment. However, during introduction, the stent could not be delivered and resistance was encountered. After removal, it was found that stent had been deformed. Subsequently, the vessel was pre-dilated with a 2.50 x20 emerge balloon and a 2.50 x 20 synergy drug-eluting stent was delivered with a guidezilla guide extension catheter. The procedure was successfully completed with good clinical outcome. No patient complications were reported.